Manufacturer narrative:
A customer in canada reported a misidentification in association with the vitek® ms instrument. The customer reported that the sample (10644) was initially identified on the vitek® ms as leclercia adecarboxylata, and then was tested with the vitek® 2 gp ID card and the result was serratia odorifera. The sample was then sent to an external lab that identified enterobacteriaceae sp. An internal biomérieux investigation was performed. The customer returned the strain to be tested internally. Five spots were done with vitek® ms v3 kb v3.0 at biomérieux quality control lab and each spot gave leclercia adecarboxylata (same results as the customer on vitek® ms). The strain was identified as leclercia spp with compilation of 16s and gyrb sequencing results. These results are in accordance with vitek® ms results concerning the genus. However, the species "adecarboxylata" could not be confirmed. The vitek® ms did not provide a misidentification and there is no product malfunction.

Event description:
A customer in (B)(6) reported a misidentification in association with the vitek ms® instrument. The customer reported that the sample (10644) was initially identified on the vitek ms as leclerica adecarbixykata, and then was tested with the vitek 2 gp ID card and the result was serratia odorifera. The sample was then sent to an external lab that identified enterobacteriacea sp. The customer reported there was a delay greater than 24 hours for reporting results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.